Event description:
It was reported a patient enrolled in a clinical study underwent a left total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2005 due to aseptic loosening and a periprosthetic patella fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."